Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after wearing the device. Symptoms reported include irritation and pain. The patient was taken to the emergency room (ER) and diagnosed with cellulitis and an allergic reaction to the pod's adhesive. In the ER, the site was lanced by a doctor; this reportedly made the wound worse. Patient was prescribed kefex antibiotic (800mg), which she used 3 times daily for at least one month. She was also advised to use over the counter barrier patches, spray and polyurethane cream to help with the pain. Patient was released from the ER after several hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.